Event description:
The patient was undergoing a recoiling embolization procedure in the left anterior communicating artery (acom) using a smart coil (smart coil), a smart coil detachment handle (handle), a non-penumbra microcatheter, an intermediate catheter, and a guidewire. It was reported that the target vessel was previously coiled using stent support. During the procedure, the physician advanced the smart coil into the target vessel using the microcatheter and attempted to detach it using the handle. However, the smart coil failed to detach. The physician made additional attempts to detach the smart coil using a second handle and via manual detachment; however, the smart coil would still not detach. The physician then decided to remove the smart coil. While removing the smart coil, the coil unintentionally detached within the microcatheter. The physician used the pusher assembly of the smart coil to successfully push the detached smart coil into the aneurysm. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The smart coil was implanted in the patient; however, the pusher assembly is available for return. A follow up MDR will be submitted upon completion of the device investigation.